Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/3 fired and the left side was fully fired. The cartridge lockout was found normal. The cartridge was disassembled to verify the condition of the internal components and some drivers were found damaged. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens, the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, when the device was fired, the device cut and only some of the staples deployed. Unknown if the staples that were deployed were formed correctly. There was minimal bleeding and no transfusion was needed. Another device was used to complete the case with no patient consequence.